Manufacturer narrative:
6947m72 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought they received a shock. Follow up attempts were made to the patient's physician to determine if the shock was inappropriate or appropriate but were unsuccessful. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.